Event description:
On (B)(6), 2011, the patient wanted to know more about how the insulin on board (iob) features works on the animas insulin pump. The patient reported she experienced a severe low blood glucose episode on (B)(6) 2011 and was unsure how the iob featured is use to adjust for a bolus dose she took at the time of concern. Reportedly, her blood glucose read 190 mg/dl at the time of concern. The pump history revealed the patient took 1.1 units of bolus insulin for the 190 mg/dl. It had been 2.5 hours after a previous bolus. Then the patient drank an alcohol beverage with grapefruit juice. The patient reportedly started feeling symptoms of shakiness, sweatiness and tested her blood glucose at 53 mg/dl. She administered self treatment with soda and food and did not remember having to be carried out of the football stadium seat. She was treated with glucagon and was taken to the ER. She was taken off of the animas pump during her hospitalization. She was discharged from the hospital on (B)(6) 2011 at 3 am. The iob issue was resolved with training. The animas representative provided the patient with information about how the iob feature works and advised the patient to discuss the iob setting with her hcp. It is not clear what caused the patient to go hypoglycemic at the time of concern. This complaint is being reported because the patient allegedly had a hypoglycemic episode and received medical intervention while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no history from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A bolus was delivered from the pump and the pump iob setting accurately reflected the delivered bolus. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and confirmed no damage to the internal circuits was found. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.